Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using three prostyle devices after a coronary procedure. Reportedly, the prostyle devices failed as the sutures broke during suture harvesting. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to filing the initial MDR, update to event details: the arteriotomy closure of a common femoral artery involved two prostyle devices instead of the three prostyle devices initially reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.b5 - describe event or problem updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate manufacturing report numbers.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using three prostyle devices after a coronary procedure. Reportedly, the prostyle devices failed as the sutures broke during suture harvesting. An unspecified method was used to achieve hemostasis. No there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.